Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the abnormal image causing a delay in procedure occurred due to corrosion of circuit board, etc. In the device. The root cause of the corrosion, the foreign material and reason why dirt remained on the device could also not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a b30 (scope communication) error without an image was not confirmed. In addition, the grip was dirty. The plug unit had corrosion due to water leakage. Circuit board unit in scope connector had corrosion due to water leakage. The scope connector cover unit had corrosion due to water leakage. The scope connector case unit had corrosion due to water leakage. The outside shield unit had corrosion due to water leakage. Cable unit had corrosion due to water leakage. Due to corrosion on plug unit, the image was not displayed. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to deterioration of braid of bending tube, tightness of the braid had become uneven. Connecting tube had a scratch. The distal end had foreign material or stain. The adhesive around the light guide lens was dirty. The adhesive around objective lens was dirty. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the evis exera iii duodenovideoscope displayed a b30 (scope communication) error without an image. The event occurred during the middle of a therapeutic endoscopic retrograde cholangiopancreatography, biliary stent placement. The procedure was delayed about 20-30 minutes while the patient was under deep sedation. The procedure was completed using a similar device. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.